Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that the lead has dislodged. It was not possible to reposition and the lead was replaced. Patient's condition is well.